Event description:
It was reported that upon interrogation of the implantable cardiac monitor, an error message was displayed. After a software download on (B)(6) 2014, normal device function resumed. The device remained implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.